Event description:
It was reported that during a gastric bypass procedure, the staples were malformed. The site used a similar device to complete the case with no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.